Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and confirmed that no damage or anomalies were found. The event history log was reviewed and there were no errors related to the customer complaint. The functional test was performed and found that the customer reported issue was confirmed. It was determined to be a cam shaft assembly problem. The cam shaft assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was repaired and passed all the functional tests.

Event description:
It was found during investigation of a returned cadd-solis vip ambulatory infusion pump that the cassette was not attaching properly. There was no patient involvement.